Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient received nutrition via his g-tube at 10:30 pm on (B)(6) 2019. Approximately thirty minutes later, the patient started vomiting and additional nutrition was give via g-tube. The patient stated the dexcom was displaying a sensor error at the time and his bg was taken and was 32 mg/dl. The patient became unresponsive and emergency medical services (ems) was called. He was treated with dextrose via intravenous (IV) therapy, transported to the emergency department, and hospitalized for 8 days. At the time of contact, the patient was at home in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.